Event description:
A doctor alleged that two (2) patients experienced the debonding of crowns after placement with maxcem elite clear. This MDR is the second of two (2) reports.

Manufacturer narrative:
The bruxer crown was re-cemented with a different product without further incident and the patient is doing fine. The product involved in the alleged incident was not returned; therefore, retain samples were evaluated for adhesive strength and were found to meet product specifications. In addition no similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.

Manufacturer narrative:
The product involved in the alleged incident was returned and evaluated for adhesive strength, yielding results within specifications.